Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant. While attempting to implant the atrial lead, the helix would not extend. The lead was not used and another lead was implanted. More information was requested but not provided.

Manufacturer narrative:
Corrected information: serial number, lot number, expiration date.

Event description:
New information received notes that the helix was extended once it was placed in the right atrium. However, it would not fully extend the second time when repositioning the lead. The patient was stable throughout procedure.